Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that over the last two or three months, he has observed an increase in small fibers getting into the eyes during procedures which had gone unnoticed until the postoperative visit. There was no known harm to the patients. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
The lot specific to this event was not known; therefore, the lot history and device history record reviews were not possible. The root cause of the customer's complaint is not known as a sample was not returned for investigation. (B)(4).